Manufacturer narrative:
A medrad field service representative performed a system service check of the avanta injector on august 11, 2010 and confirmed that the injector was performing to medrad specification. The site indicated that they did not retain the disposables that were in-use during the reported event. The batch numbers were not provided for the disposables; therefore, no further investigation is possible. Additional applications training was performed (B)(6) 2010.

Event description:
The site reported the following to medrad: the patient had an admitting diagnosis of st segment elevation myocardial infarction and was scheduled for a cardiac catheterization. The cardiac catheterization lab supervisor reported that when the staff was changing the disposables prior to the procedure, the disposables were not properly purged of air, which led to an air injection. The amount of air that was injected into the patient is unknown. The patient required cardiopulmonary resuscitation and was admitted to the intensive care unit. The patient was reportedly recovering.